Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys vitamin d total iii on a cobas e 801 module. The sample initially resulted in a vitamin d value of 101 ng/ml. Due to an increase in high patient vitamin d results and data flags accompanying other patient results, the customer decided to repeat the sample. The sample was repeated, resulting in a vitamin d value of 29.9 ng/ml. The repeat value was deemed correct.

Manufacturer narrative:
The serial number of the e801 analyzer is (B)(6).

Manufacturer narrative:
The field service engineer determined the vitamin d reagent pack was bad. The reagent pack was replaced. The customer ran calibration and controls; there were no issues. The investigation determined the issue was resolved by the reagent pack replacement.